Event description:
Skin response called due to area of breakdown on patient's left cheek from et (endotracheal) tube holder. Wound rn's verified it was from friction and sheering. Cavillon ordered and applied by primary rn.